Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the tip of wire wound up breaking off this left ventricular (lv) lead. Boston scientific technical services (ts) then discussed that the wire is made of stainless steel and that there is no labeling for magnetic resonance imaging (MRI) as it is a product not meant to be left in the body post implant. It would be clinic discretion to perform an MRI. In addition, the tip might move. It was in the vessel where the lv lead was. Also, movement of the tip might cause undue harm to patient. No adverse patient effects were reported.